Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, several post-operative days, after a laparoscopic cholecystectomy procedure, a bile leak was found to be right at the point where the clip was deployed over the cystic duct. Endoscopic retrograde cholangiopancreatography (ercp) several days later to repair the bile duct leak as well look at it laparoscopically.